Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Suspected cause was due to the customer¿s carbohydrate ratio and correction factor needing adjustments. Reportedly, customer loss consciousness and the emergency medical technicians (emt) were called and assisted customer by providing sugars. Customer updated the carbohydrate ratio and correction factor setting to address the event.